Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm model #: sc-4316, lot #: 17936943, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that during the patient's revision procedure, it was discovered that the patient had a small seroma. The seroma was at the surface level but when the physician got in the pocket, the seroma had drained in there, filling the pocket with fluids. The patient underwent an explant procedure and was prescribed antibiotics.